Event description:
The facility is reporting the following to us: during a shoulder cuff repair a portion of the tip of an expressew iii needle broke off into the patient¿s left shoulder; surgeon declined x-rays. There are follow-up attempts being made for further information.

Manufacturer narrative:
The complaint device has not been returned, and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint for this lot of (B)(4) five pack devices that were released to distribution. While one possible root cause could be the tip of the needle struck bone or another hard object as the needle was being passed through tissue, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should any additional information be received in the future regarding this complaint, this file will be reopened at that time and a follow-up report will be filed.

Event description:
The facility is reporting the following to us: during a shoulder cuff repair a portion of the tip of an expressew iii needle broke off into the patient's left shoulder; surgeon declined x-rays. There are follow-up attempts being made for further information.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.